Manufacturer narrative:
The field service engineer (fse) inspected the module and performed a hardware performance check. The module was performing within specifications. He evaluated the calibration results and noted that the last calibration was performed on (B)(6) 2022. Since then, the instrument performance has changed and no calibrations for a new lot were performed. The fse was able to show a high bias by using the lot calibrator vs. The reagent pack calibrator. He then loaded a new lot of a reagent pack and ran 10 patient samples. He loaded another reagent pack and ran another 10 patients. He compared the results and the means were comparable. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 80 patient samples tested on the cobas 6000 c501 (ul) v with serial number (B)(4). The reporter stated they have been having issues with qc and patient results. They have been recalibrating more frequently. Their qc was elevated upon calibration the following day and a shift was noted. The initial results were reported outside of the laboratory. The following are examples of discrepant results for 11 patient samples: sample (B)(6) had an initial result of 11.1 mg/dl with a repeat result of 9.1 mg/dl. Sample (B)(6) had an initial result of 11.9 mg/dl with a repeat result of 9.9 mg/dl. Sample (B)(6) had an initial result of 13 mg/dl with a repeat result of 10.7 mg/dl. Sample (B)(6) had an initial result of 11.3 mg/dl with a repeat result of 9.3 mg/dl. Sample (B)(6) had an initial result of 10.4 mg/dl with a repeat result of 8.6 mg/dl. Sample (B)(6) had an initial result of 11.8 mg/dl with a repeat result of 9.8 mg/dl. Sample (B)(6) had an initial result of 12.2 mg/dl with a repeat result of 10.1 mg/dl. Sample (B)(6) had an initial result of 10.9 mg/dl with a repeat result of 9 mg/dl. Sample (B)(6) had an initial result of 12.4 mg/dl with a repeat result of 10.1 mg/dl. Sample (B)(6) had an initial result of 11.2 mg/dl with a repeat result of 9.3 mg/dl. Sample (B)(6) had an initial result of 11.5 mg/dl with a repeat result of 9.5 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The last lot calibration was performed on (B)(6) 2022. Product labeling states: "a lot calibration can only be generated from a fresh cobas c pack (one that was not previously on the instrument). The calibration must be performed within 24 hours after the cobas c pack has been registered by the instrument." The investigation determined that the event was due to the customer's incorrect product handling.